Event description:
The company received a report where it was claimed that the cuff would not deflate during pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.